Manufacturer narrative:
Patient information was not provided. Device is expected to be returned for repair, but has not yet been received at sorin group (B)(4). Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 gas blender system had a flow problem and alarmed. This issue was noted during priming, so there was no patient involvement. Sg requested the s5 gas blender system for investigation. A follow-up will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender system had a flow problem and alarmed. This issue was noted during priming, so there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group. Sorin group (B)(4) received a report that the s5 gas blender system had a flow problem and alarmed. This issue was noted during priming, so there was no patient involvement. The complained s5 gas blender system was returned to sorin group (B)(4) for investigation and repair. During investigation, the reported failure was reproduced and multiple defective parts were identified. The defective parts were replaced and a functional check and calibration were performed. No further failures could be identified. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The s5 gas blender system has been returned to the customer. The investigation is still on-going. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. No further investigation is required.